Manufacturer narrative:
Reported event: an event regarding revision involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: the device was not returned for inspection; however, a photograph was provided for review. The photograph shows a recently explanted baseplate completely covered in biological tissue. No determinations can be made based in this photo. -clinician review: no medical records were provided for review with clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. The device was not returned for inspection; however, a photograph was provided for review. The photograph shows a recently explanted baseplate completely covered in biological tissue. No determinations can be made based in this photo. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised for suspected tibial loosening. However, intra-operatively, the baseplate was found to be well fixed. The baseplate was revised to a universal baseplate with stem and augments. Rep confirmed that no further information will be released by the hospital or surgeon.